Manufacturer narrative:
The console was field service at the user's facility. The system was set up and all safety circuits were tested and verified to be operational and pass all safety checks. The alignment was checked and confirmed through the arm, which passed inspection. Focus calibration was attempted using the original micromanipulator, however, damage was identified on the telescope and the lock mechanism responsible for maintaining the focal length. A spare micromanipulator was used to complete the repair. The replacement facilitated proper system functionality. Therefore, the reported event was confirmed.

Event description:
It was reported that it was unable to focus the beam to the required pinpoint. As result it was unable to perform the procedure on the patient. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that it was unable to focus the beam to the required pinpoint. As result it was unable to perform the procedure on the patient. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.